Event description:
A healthcare professional reported a study of visual outcomes and patient satisfaction following refractive lens exchange (rle) with bilateral implantation of intraocular lens (iol) in a cohort of patients with presbyopia and without cataract. Eyes with prior keratorefractive surgery, amblyopia, or underlying pathology were excluded. Primary end points included, corrected and uncorrected visual acuity at distance (cdva and udva), intermediate (dciva and uiva), and near (dcnva and unva at 6 months. Secondary endpoints included residual refractive error, patient-reported satisfaction, spectacle independence, and visual disturbance profile as assessed by a validated questionnaire at 6 months. This file is for three (4%) eyes which underwent lasik enhancements before their final exams for small residual refractive errors. In conclusion rle with bilateral implantation of the iol is a safe and effective procedure with good patient satisfaction.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Literature citation: k. Yim c, dave. A, strawn. A., et al., visual outcomes and patient satisfaction after bilateral refractive lens exchange with a trifocal intraocular lens in patients with presbyopia. Ophthalmol ther. 2023 apr 13; 12:1757¿1773. The manufacturer internal reference number is: (B)(4).